Event description:
Additional information was obtained. The patient arrived on (B)(6) 2018 for her first hd treatment which was scheduled for 2.5 hours. The patient arrived ambulatory without assistance and signed the required paperwork. Pre-dialysis vital signs were blood pressure (bp) 161/84, pulse 109 regular, respiration 16, temperature 98.3°. Treatment was initiated (time unknown) utilizing the fresenius optiflux 160nre dialyzer with a blood flow rate of 250ml/min and dialysate concentrate 3.0k+, 2.5 ca, 1.0 mg, 100 dextrose and 1000ml normal saline (ns) solution. The patient immediately reported that she had a bad taste in her mouth and requested chewing gum. The physician was bedside at this time and paused treatment and the patient¿s blood was not returned (~300ml). The patient was put on o2 2l/min via nasal cannula. The patient became lethargic and unresponsive and then went into cardiac arrest. A code was called. The patient had shallow breaths with no pulse and cardiopulmonary resuscitation (CPR) was initiated utilizing an ambu bag. An automated external defibrillator (AED) was applied, but no shock was advised. CPR was continued for approximately 10 minutes and 1l ns was administered as well as 25mg benadryl. As emergency medical services (ems) arrived at the center, the patient began to open their eyes and follow commands. The patient was transported to the hospital where she was admitted for an allergic reaction to the dialyzer. The patient was discharged (B)(6) 2018 and resumed treatment at the hd center on (B)(6) 2018. The patient is currently administered benadryl (route, dose unknown) prior to treatment and utilizes the fresenius optiflux nr dialyzer. The patient has not had any further reported issues.

Manufacturer narrative:
Clinical review: there is a temporal relationship between the patient event of bad taste in the mouth, cardiac arrest with subsequent hospitalization and the optiflux 160nre dialyzer. In rare cases, persons with hypersensitivity to the polysulphone membranes and/or e-beam sterilization are at risk for anaphylactic or anaphylactoid reactions. Hypersensitivity reactions may cause mild to severe signs and symptoms, including: itching, flushing, hives, swelling, fever, leukopenia, hypotension, hypertension, shortness of breath with wheezing, arrhythmias, and/or respiratory arrest. The patient has continued hd therapy utilizing fresenius optiflux nr dialyzer and being treated with benadryl prior to treatment. Although the patient experienced a reaction, there is no allegation of a product malfunction or deficiency related to this event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Hemodialysis clinic contact reported that upon initiation of hemodialysis treatment, the patient reported a bad taste in her mouth. The physician was reported to be chairside. Treatment was paused, blood was not recirculated back to the patient (blood loss ~300ml). The patient became lethargic and unresponsive. Oxygen was applied, cardiopulmonary resuscitation (CPR) initiated, AED applied (no shock advised). CPR continued for approximately 10 minutes. One liter normal saline administered, benadryl 25 mg given. Patient reportedly regained consciousness and was transferred to hospital. Follow up with the patient¿s nurse indicated that the patient was admitted to the hospital on (B)(6) 2018 and discharged on (B)(6) 2018. The patient reportedly experienced an allergic reaction to the dialysis. Patient is now receiving benadryl prior to hemodialysis treatment and a different dialyzer is being used for patient treatments. There was no alarm on the hemodialysis machine which was pulled from the floor, evaluated and returned to service. Additional information was solicited.

Manufacturer narrative:
The reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Correction: nurse.